Manufacturer narrative:
Citation: amat-santos et al. Infective endocarditis after transcatheter aortic valve implantation. Circulation. 2015;131:1566-1574. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of infective endocarditis (ie) after transcatheter aortic valve implantation (tavi). The study population included 53 patients (predominantly male, mean age of 79 years), 19 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients, 38 deaths occurred, which included: periannular complications, septic shock, stroke, systemic embolism, persistent infection, renal failure, heart failure, sudden death, multiorgan failure, gastric bleeding, pneumonia, and lung cancer. Two patients who underwent aortic valve replacement expired during the postoperative period. Based on the available information, none of the deaths were attributed to medtronic products. Among all patients these adverse events occurred: permanent pacemaker implantation, endocarditis within two months of the valve implant, endocarditis leading to transvalvular aortic regurgitation, new mitral regurgitation, heart failure, acute kidney injury, septic shock, stroke, systemic embolism, and persistent infection. Prolonged antibiotic regimens were administered. Two patients underwent a valve-in-valve procedure for severe aortic regurgitation caused by ie. Two patients required surgical aortic valve replacement and two required mitral valve replacement to correct mechanical complications of ie. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.